Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The filament driver printed circuit board was replaced and the generator was calibrated. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system intermittently displayed a filament regulator error message. No pt injury was reported.